Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice device failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). A review of the device logs did not verify the failure during the volumetric accuracy test. An internal and external inspection was performed and passed. A manual volumetric accuracy test was completed and failed with the original door piston foam; however, when the door piston foam was replaced with a test article, the volumetric accuracy test passed. A check of the door assembly found the door piston foam deteriorated and the door piston cracked at the top of the piston. A manual temperature test was completed and passed. The return instrument test/evaluation (rite) electrical test passed. A review of the service data for revealed there is no previous service history for this device. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. The cause for the rite functional test failure for volumetric accuracy was determined to be caused by deteriorated door piston foam and cracked door piston. The piston foam and door piston was scrapped to solve the problem. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device evaluation is in progress, but has not yet been completed. Upon completion of the evaluation, or should additional relevant information become available, a supplemental report will be submitted.